Manufacturer narrative:
Literature article: open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart b3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, "open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart "an unknown 27mm st. Jude medical (sjm) tissue mitral valve was implanted along with a concomitant 21mm carpentier edwards magna ease aortic valve, in an 82-year-old male patient. Some of the complications reported were mitral stenosis, mitral regurgitation, calcification, dyspnea, fatigue, surgical intervention, and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart", was reviewed. The article presented a case study of an 82-year-old male patient. It was reported that on an unknown date in 2016, an unknown 27mm st. Jude medical (sjm) tissue mitral valve was implanted along with a concomitant 21mm carpentier edwards magna ease aortic valve. Six years post-procedure, the patient presented with shortness of breath and weakness during exertion and rest due to mitral stenosis and massive mitral annular calcification. Transthoracic echocardiographic (tte) assessment revealed an excentric severe transvalvular mitral regurgitation with a vena contracta of 6 mm and concomitant severe stenosis. A decision was made to perform a double valve-in-valve procedure with a 26mm edwards sapien 3 valve for the mitral valve and a 26mm edwards sapien 3 valve for the aortic valve. To avoid obstruction of the left ventricular, the sjm mitral valve's leaflets were resected and three sutures were placed at the ring of the valve corresponding to the three commissures for stability. The 26mm edwards sapien 3 valve was successfully implanted with no adverse patient consequences. The article concluded that open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart might be a valuable choice to treat selected high-risk patients with bioprosthetic valve degeneration. [The primary and corresponding author was nicolaos bonaros, medical university of innsbruck, anichstrasse 35, a-6020 innsbruck, austria, with corresponding email: (B)(6)

Manufacturer narrative:
Literature article: open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart date of event is estimated. The UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.